Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pvi procedure to treat paroxysmal atrial fibrillation the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter occurred. The troubleshooting was performed and the catheter was replaced. It is unknown if blood was visible inside the catheter after error occurred. No patient complications were reported. The device is not expected to be returned.